Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator status display was blank when unit was started up. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se reconnected the main back plane to the status display cable and then replaced the breath delivery unit (bdu) printed circuit board (pcb). The se installed the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) printed circuit board assembly (pcba) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.